Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 49-year-old female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, anemia and tachycardia. Previously administered products included for anxietty: zoloft; for depression: welbutrin; for gerd: prilosec. Concurrent conditions included asthmatic attack. On(B)(6)2009, the patient had essure inserted. In march 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6)2017, 8 years 9 months after insertion of essure, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and cyst ("cyst"). The patient was treated with surgery (unilateral salpingo-oopherectomy and partial hysterectomy) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower and cyst had resolved and the vaginal haemorrhage, menstrual disorder, anxiety, depression, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anxiety, cyst, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113 kgs. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion current weight: 192 lbs. Approximate weight at the time of essure placement: 250 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event added: anxiety,depression, mental anguish; dysmenorrhea (cramping), tumor/teratoma/cancer type provided in pfs as ovarian cyst hence earlier events tumor/teratoma/cancer type replaced.. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and neoplasm malignant ("cancer") in an adult female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anxietty: zoloft; for depression: welbutrin; for gerd: prilosec. Concurrent conditions included asthmatic attack. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor") and teratoma ("teratoma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and cyst ("cyst"). The patient was treated with surgery (unilateral salpingo-oopherectomy and partial hysterectomy) and surgery (ablation). At the time of the report, the pelvic pain, abdominal pain lower and cyst had resolved and the vaginal haemorrhage, neoplasm malignant, menstrual disorder, neoplasm and teratoma outcome was unknown. The reporter considered abdominal pain lower, cyst, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, pelvic pain, teratoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Current weight: 192 lbs. Approximate weight at the time of essure placement: 250 lbs. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, concomitant disease and historical drug added. Essure indication, start date updated and stop date and lot number added. New events, abnormal bleeding (vaginal, menorrhagia), cramping, cyst were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 49-year-old female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, anemia and tachycardia. Previously administered products included for anxiety: zoloft; for depression: welbutrin; for gerd: prilosec. Concurrent conditions included asthmatic attack. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, 8 years 9 months after insertion of essure, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and cyst ("cyst"). The patient was treated with surgery (unilateral salpingo-oopherectomy and partial hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and cyst had resolved and the vaginal haemorrhage, menorrhagia, menstrual disorder, anxiety, depression, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anxiety, cyst, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Current weight: 192 lbs. Approximate weight at the time of essure placement: 250 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, tachycardia, fatigue, pernicious anemia, hypertension, depression, abdominal pain, adhesiolysis, spinning sensation, chronic obstructive pulmonary disease, multigravida, parity 4 (B)(6) 1989, (B)(6) 1994, (B)(6) 1998, (B)(6) 2004.) And recurrent abortion. Previously administered products included for anxiety: zoloft; for depression: wellbutrin; for gerd: prilosec; for an unreported indication: micronor from 2001 to 2008. Concurrent conditions included restless leg syndrome since 2016, anemia since 2011, asthmatic attack since 2009, hypothyroidism since 2009, depression since 2003, anxiety since 2003, morbid obesity, back pain, stiffness, muscle ache, headache, vaginal bleeding, metaplasia, palpitations, urination pain, urinary tract infection, dysfunctional uterine bleeding, adenomyosis, shortness of breath, gerd, arthritis, numbness, tingling, right lower quadrant pain, appendicitis, diarrhea, disturbance in attention, balance disorder, coordination abnormal, falling down, weakness, acute cystitis, morbid obesity, fever, cough, hepatic steatosis, paroxysmal atrial fibrillation, asthma, unspecified, chronic obstructive pulmonary disease, gastroesophageal reflux disease, nicotine dependence, obstructive sleep apnea syndrome and asthma. Concomitant products included dofetilide since 2017 for afib, omeprazole magnesium (prilosec) since 2016 for gastrooesophageal reflux disease, ropinirole since 2016 for restless legs, diltiazem (cardizem) since 2017 for tachycardia as well as bupropion hydrochloride (wellbutrin) since 2003, cyanocobalamin (b12) since 2011, diltiazem since 2003, levothyroxine sodium (levothyroxin) since 2003, norethisterone (micronor) since 2008 to (B)(6) 2009, paracetamol (acetaminophen) since 2009, paracetamol (tylenol regular), paracetamol (tylenol) from (B)(6) 2016 to (B)(6) 2017, salbutamol (albuterol hfa) since 2003 and sertraline hydrochloride (zoloft) since 2003. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced ovarian cyst ("tumor/teratoma/cancer type : ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping"), cyst ("cyst"), depression ("psychological or psychiatric problem condition : depression"), back pain ("back pain"), post procedural complication ("post procedural complication") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (unilateral salpingo-oophorectomy and partial hysterectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, cyst, dysmenorrhoea, back pain and genital haemorrhage had resolved and the vaginal haemorrhage, menstrual disorder, anxiety, depression, ovarian cyst and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, cyst, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on unknown date dilatation & curettage surgery was performed. Patient received treatment for: pelvic pain, back pain, dysmenorrhea, gen. Abnormal bleeding, menorrhagia. On (B)(6) 2013 - hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Computerised tomogram abdomen - on an unknown date: had shown a rounded 3.6 x 3.2 x 3.7 cm hypodense right adnexal mass. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: 3.3 cm simple right ovarian cyst explains today's CT findings. This is slightly smaller than on the (B)(6) 2015 pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new event back pain, post procedural complication and gen. Abnormal bleeding. Were added. Outcome of the event dysmenorrhea and menorrhagia was updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, tachycardia, fatigue, pernicious anemia, hypertension, depression, abdominal pain, adhesiolysis, spinning sensation, chronic obstructive pulmonary disease, multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 1998, (B)(6) 2004) and recurrent abortion. Previously administered products included for anxietty: zoloft; for depression: welbutrin; for gerd: prilosec; for an unreported indication: micronor from 2001 to 2008. Concurrent conditions included restless leg syndrome since 2016, anemia since 2011, asthmatic attack since 2009, hypothyroidism since 2009, depression since 2003, anxiety since 2003, morbid obesity, back pain, stiffness, muscle ache, headache, vaginal bleeding, metaplasia, palpitations, urination pain, urinary tract infection, dysfunctional uterine bleeding, adenomyosis, shortness of breath, gerd, arthritis, numbness, tingling, right lower quadrant pain, appendicitis, diarrhea, disturbance in attention, balance disorder, coordination abnormal, falling down, weakness, acute cystitis, morbid obesity, fever, cough, hepatic steatosis, paroxysmal atrial fibrillation, asthma, unspecified, chronic obstructive pulmonary disease, gastroesophageal reflux disease, nicotine dependence, obstructive sleep apnea syndrome and asthma. Concomitant products included dofetilide since 2017 for afib, omeprazole magnesium (prilosec) since 2016 for gastrooesophageal reflux disease, ropinirole since 2016 for restless legs, diltiazem (cardizem) since 2017 for tachycardia as well as bupropion hydrochloride (wellbutrin) since 2003, cyanocobalamin (b12) since 2011, diltiazem since 2003, levothyroxine sodium (levothyroxin) since 2003, norethisterone (micronor) since 2008 to june 2009, paracetamol (acetaminophen) since 2009, paracetamol (tylenol regular), paracetamol (tylenol) from (B)(6) 2016 to (B)(6) 2017, salbutamol (albuterol hfa) since 2003 and sertraline hydrochloride (zoloft) since 2003. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced ovarian cyst ("tumor/teratoma/cancer type : ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping"), cyst ("cyst"), depression ("psychological or psychiatric problem condition : depression"), back pain ("back pain"), post procedural complication ("post procedural complication") and genital haemorrhage ("gen.abnormal bleeding"). The patient was treated with surgery (unilateral salpingo-oopherectomy and partial hysterectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, cyst, dysmenorrhoea, back pain and genital haemorrhage had resolved and the menstrual disorder, anxiety, depression, ovarian cyst and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, cyst, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on unknown date dilatation & curettage surgery was performed. Patient received treatment for: pelvic pain, back pain, dysmenorrhea, gen. Abnormal bleeding, menorrhagia (B)(6) 2013-hysterectomy- uterus, cervix, salpingo-oophorectomy- unilateral. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Computerised tomogram abdomen - on an unknown date: had shown a rounded 3.6 x 3.2 x 3.7 cm hypodense right adnexal mass.. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: 3.3 cm simple right ovarian cyst explains today's CT findings. This is slightly smaller than on the (B)(6) 2015 pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event abnormal bleeding (vaginal) was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.